Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6/h10. Correction to h6/h10: please disregard the problem code "4048 - failure to clean adequately" as it was inadvertently added to the initial medwatch. Additionally, disregard information regarding insufficient cleaning in h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported event was not confirmed during evaluation, it is likely that it could have occurred due to breakage of the image sensor unit (including disconnection by stress of repeated use, external factors, or handling) or a defect in the components mounted on the electric circuit board (ic chip and capacitor). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but due to insufficient cleaning, the air and water nozzles were clogged, causing the draining function to be reduced. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the play of the angle knob was out of the normal state due to the elongation of the angle wire; the electrical insulation of the tip was not maintained due to peeling of the curved rubber adhesive part; the distal sheath adhesive part was missing; fluid leakage was found in the universal cord and scope connector and the scope connector cover; shadows were visible in the image; discoloration of the operation part was recognized; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the evis lucera elite colonovideoscope had displayed error code e315 (scope error). There were no reports of patient harm associated with this event.